Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a repositioning surgery when they went to interrogate the patient's battery it read end of service even though it was implanted 6 months ago. The device was interrogated again later after it had been explanted and the reading was the same. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Event description:
The suspect device was received into product analysis for testing. Device testing has not been completed to date.

Event description:
Product analysis completed testing on the suspect device. No other relevant information was received to date.

Manufacturer narrative:
F10 medical device code, corrected data: the initial reporter inadvertently left off a relevant code. H6 investigation findings, corrected data: the initial reporter inadvertently left off a relevant code.